Manufacturer narrative:
H3: analysis of the 97745 (s/n nld070833n) revealed that the case front had a broken standoff and broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month ago, controller started turning off and be unresponsive, even if plugged into wall outlet (screen would not power up). Pt will remove battery pack to try to resolve the issue but this doesn't always work. Today in clinic, they were able to start an implant (ins) recharge session and ins currently in the red (depleted) and controller at 50% charge (excellent coupling). Tried using aa batteries to power up controller. The first pair of batteries showed that aa batteries were "empty" and needed to be replaced. Technical services (tss) had caller try another set of aa's and then the controller indicated that ins was depleted and needed to be charged. Tss then had caller remove aa's and plug controller into outlet with ac power cord. The controller did not power up and was unresponsive. The green light was showing on the ac power connection and no damage to cording. Controller pins looked good per caller. A replacement controller was sent to the patient.